Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The drive gas check valve was replaced. The customer contact reports no patient information is available. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The anesthesia machine was reportedly replaced. There was no reported patient injury.